Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - additional surgery (unplanned vitrectomy). An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during the implantation procedure, a haptic of the preloaded multifocal toric intraocular lens (iol) adhered to the optic, subsequently opened, and resulted in a capsular rupture. The lens was left in the patient¿s eye by the physician, and the patient was referred to a retina surgeon. It was noted that the device did cause or contribute to the event and that the patient did not have any pre-existing condition. On (B)(6) 2023, the lens was explanted by a retina surgeon at a different surgical center, where a vitrectomy was performed. The replacement lens information is unknown. The explanting center did not retain the lens for return or further investigation. It was noted that the event was associated with reported patient harm. No further information was provided.